Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed and device was on detected on bus. A field service engineer found that the half-height drawer 2.1, row c, not being detected on the bus. Cubies were removed from rows b and d, and the cubies in row c were manually moved. A medication package obstructing the contacts was found and it was removed, after which the customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device displayed a not detected on bus error. The customer attempted to recover the failed drawer and rebooted the device; however, it continued to indicate that maintenance was required. The customer also shut down the station by unplugging the power cord from the back of the unit, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.